Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. On (B)(6), 2014 the patient underwent a surgical procedure to excise the excess skin. The implanted device remains.